Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a motorcycle accident. X-rays were taken of the lead and the lead appeared to be fractured. It was later confirmed that lead was fractured where it connected to the ipg. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored in post-op.